Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tha surgery for oa. During the surgery, when the surgeon opened the package of the cement, pieces of cardboard were mixed in the package, and he didn¿t use it. It is unknown if the cardboard was mixed when it was opened. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was sent to blackpool manufacturing site, for further investigation. The returned particle was examined under microscopy. And it was confirmed, that it was a fibrous material. Likely to be a small cardboard flake. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing investigation was conducted on blackpool manufacturing site, no deviation or anomalies related to the reported allegation was found.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.